Event description:
The user facility reported that hot water remained in the bottom of the cart washer chamber after the end of a cycle run. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and found the hot water tank's solenoid valve was worn and required replacement. The technician replaced the solenoid valve, ran a test cycle and returned the unit to service. The unit was installed in july of 2007 and is currently under a steris service contract. The last pm was performed on july 12, 2013 at which time the unit was confirmed to be operating to specification. No further issues reported.